Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had scratches on the screen and a hairline crack on the screen impacting visibility. Customer also stated that the battery cap was missing threads. The insulin pump will not be returned for analysis.